Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during other - non clinical activity, they received incorrect quantity of oxygenators. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 30, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3236, 4308). Type of investigation #1: 3331 - analysis of production records . Type of investigation #2: 4114 - device not returned . Investigation findings: 3236 - transport problem identified. Investigation conclusions: 4308 - cause traced to transport/storage. The evaluation verified that the incorrect product was shipped. A supplier notification was sent for this incident to the appropriate distribution center for their notification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.